Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The pt had cardiac tamponade resulting in a fatal emergency thoracotomy. The tear occurred at teh junction of the lower right atrium and the inferior vena cava. Further investigation is pending. Post-op visual inspection notes j wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, femoral, thoracotomy. Technique/tools: direct trction, direct traction with locking stylet, dotter basket/snare. Complications listed above.